Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B )(4).

Event description:
The customer reported via phone call that she was experiencing high blood glucose of 500 mg/dl. She had changed the site three times and treated with manual injection. The customer mentioned her blood glucose also went low because she was constantly giving herself insulin. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. Customer declined to check for possible site/insulin issues. Settings were correct. The insulin pump passed the selftest but the high pressure test was not performed since the customer did not have a tubing clamp. Customer was advised to change the entire set, reservoir and insulin.